Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer and a nurse called the helpline from the hospital. Hospitalization was from non-diabetes related events. The customer and nurse reported difficulties with delivery, and that the insulin pump would program a 0.0 bolus, and its screen was blank. The nurse was advised to upload information to carelink and then call back to continue troubleshooting. The customer's blood glucose level was 167 mg/dl.